Event description:
Customer reported damage to the external interface port and power cord. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the external interface board and power cord. System operates as intended.